Manufacturer narrative:
Date rec¿d by MFR :03may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit failed calibration and froze while in calibration mode. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed touchscreen calibration with a "bad touch" error. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 03jul2019, date of report : 05jul2019. The touchscreen assembly was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll ) was out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.